Manufacturer narrative:
According to the reporting facility, the product is not available to be returned for evaluation. As the product lot number is unknown, the device history record was not able to be reviewed. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based upon the complaint trend review, the volume of complaints is within the acceptable control limits and no complaint trend is observed. A review of nonconformances and capas found no similar events that would have contributed to the reported event. The most probable root cause is operational context. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.

Event description:
It was reported that during a phacoemulsification surgery to implant an intraocular lens (iol) into the left (os) eye, the surgeon noticed one of the iol haptics had broken after implant into the eye. The original incision size was 2.4mm and was enlarged, however, the enlarged incision size has not been provided by the reporting facility. A back up lens of the same model and diopter was successfully implanted. No sutures were necessary. No further complications were experienced. The reporting facility indicated there was no patient injury and the patient's prognosis is good. In the physician's opinion, the most likely cause of the damage was the result of the lens being stuck in the delivery device.